Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent an explant procedure. There was no device malfunction suspected. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, lot #: 15793026, description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.